Manufacturer narrative:
(B)(4). The product issue was identified in the course of an investigation for a dull dilator complaint.

Event description:
The complaint investigator was performing an evaluation of a separate complaint when they noticed that the guide wire that was returned with the kit had unrelated kinks in its body consistent with insertion issues. Therefore, a new complaint was opened for that problem.